Manufacturer narrative:
H3 - device evalution - lens was returned in a microcentrifuge vial, dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+4.0/095 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting and the problem was resolved. The patient wanted the lens removed. The cause of the event was unknown.